Event description:
During index procedure, two resolute onyx drug eluting stents were implanted in the lad. Approximately 3 months post index procedure ((B)(6) 2017), the patient suffered subdural hematoma. This is considered a stroke event. The patient was treated with intubation and medication. The event was assessed as not related to the study procedure or study device.